Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis (pd) patient¿s contact contacted fresenius technical support inquiring how to perform a stat drain while using the liberty cycler in fill 2 of 6. The patient¿s contact indicated this was necessary as the patient is not feeling well. The fresenius technical support representative advised provided information on the stat drain. The patient¿s contact wants to stop treatment and 24 hour support was encouraged. Upon follow-up, during a follow up, a patient contact reported that the patient was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse and a patient contact, it was reported this patient was hospitalized on (B)(6) 2020 following symptoms of dyspnea due to fluid overload. The cause of patient¿s fluid overload was unknown; however, it was reported the probable cause was cardiac in nature. During this admission, the patient contracted an unspecified blood infection. It was reported the blood infection was in the patient's heels. It was confirmed the patient¿s dyspnea due to fluid overload, the blood infection and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from these events while awaiting discharge. The patient plans to continue continuous cycling peritoneal dialysis (ccpd) therapy on the same liberty select cycler at home post-discharge.